Manufacturer narrative:
A specific root cause could not be determined for this event. The customer has not returned any product. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accu-chek inform ii meter with an unknown serial number. The initial result from a finger stick on the right hand at 4:24 p.m. On the meter was 415 mg/dl. The patient was tested again by finger stick on the left hand at 4:27 p.m. On the meter and the result was 238 mg/dl. The patient was in a non-fasting state. The patient was not on an i.v. Quality control results were within the acceptable range. There was no allegation that an adverse event occurred.